Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive was evaluated and replaced. The system software and calibrations were reloaded. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys would not boot up prior to a case. No pt death or serious injury was reported.